Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.